Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 detached after 5 days of wear while removing clothing. On (B)(6) 2021, as a result, an error message was obtained, and the customer experienced a headache, bloating, numbness of the hands and arms, chest pressure, shortness of breath, pain on the left side of the body, and pain and soreness at the sensor site. Subsequently, the customer had a seizure and lost consciousness. The customer then regained consciences and was able to self-treat with the pain reliever, motrin, for their symptoms. There was no report of death or permanent injury associated with this event.